Manufacturer narrative:
Device evaluation: one device was returned for evaluation. Visual inspection confirmed that the device was received without suture or ts. There was a massive directional bend visualized in the distal end of the device. The white depth limiter was manually removed from the device and it was discovered that the distal tip of the needle was not present and was not returned with the device. Functional testing could not be performed due to the condition of the returned device. Per the instruction for use 10600499 rev. E ¿warnings: do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ a review of the device history records were performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. A complaint history review has not identified additional complaints for this lot number on file. No root cause related to the manufacture of the device can be established. (B)(4).

Event description:
During a lateral, posterior repair of the red and white meniscus, the surgeon was using a fast-fix 360 curved. The surgeon was able to successfully deploy the 1st implant but while deploying the 2nd implant the handle reportedly got stuck and the second implant dislodged. Upon removal of the device from the joint space, it was noted that the shaft was bent. The second implant and suture were cut and removed while the first implant was left in the joint space unsupported. The issue created a 10 minute surgical delay and the procedure was completed by performing a meniscectomy. A backup device was on hand to complete the procedure.